Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving sufentanil via an implanted infusion pump. It was reported the patient was having a normal pump replacement and there was crystallization of medication in the pump and spinal segment of the catheter during attempted aspiration of the cap segment. The catheter was occluded as a result. There was no environmental/external/patient factors that may have led or contributed to the issue noted. The catheter was replaced and the issue resolved.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving sufentanil via an implanted infusion pump. It was reported the patient was having a normal pump replacement and there was crystallization of medication in the pump and spinal segment of the catheter during attempted aspiration of the cap segment. The catheter was occluded as a result. There was no environmental/external/patient factors that may have led or contributed to the issue noted. The catheter was replaced and the issue resolved.